Manufacturer narrative:
One opened probe was received with a tip protector, in a tray. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and white foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter observed to be broken at the port. The cut functionality of the returned probe was unable to be tested due to the broken inner cutter. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the inner cutter. Black, wet foreign material was observed along the length of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure and that the inner cutter was broken at the port. The reported cut failure was unable to be confirmed due to the broken inner cutter. The exact root cause of the broken inner cutter cannot be determined from this evaluation. The reported cut failure was unable to be confirmed and an exact root cause for the actuation failure and broken inner cutter was not determined from this evaluation; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter probe cutting failure occurred during the vitrectomy surgery. The condition of aspiration was unknown. This surgery was performed for right vitreous stalk microscopic transection for right vitreous hemorrhage on (B)(6)2023. The surgery was completed with replacing another product. There was no patient harm.